Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that the probe within the hst iii system (3.8mm) loading device was misaligned so when pushing down the plastic sheath in step 2 the probe pushed the sheath off to one side. This meant that the sheath couldn¿t advance far enough to align the number 2 with the hole. Both sets opened were the same and surgeon tried if it would work. Eventually the heartstring proximal seal just fell off the delivery device and stay inside the loading device. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/10/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The intact seal was observed in the loading device window. There were no visual defects observed on the photographs. An investigation was conducted on 06/18/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the photographic evaluation as well as the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot #3000434091 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.